Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming testing investigation revealed component damage on the ca board. Components ci (10uf capacitor) and d1 (1 amp rectifier) were damaged from excessive current. The root cause for the excessive current was unable to be positively determined, but the excessive current was likely caused by the electrode belt being disconnected during a treatment. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's monitor was returned for an unrelated reason. As received the monitor failed incoming testing. The patient was issued a replacement monitor.